Event description:
Customer stated that during validation studies for the galileo and parallel testing with the dias, using capture-r ready-screen (pooled), lot #n086, specimens containing anti-m and anti-fya were not detected.

Manufacturer narrative:
The presence of the m and fya antigens was verified on crrs (pooled cells), lot n086. We received two customer samples for investigation. One was reported to contain anti-m; the other anti-fya. Sample 0305790 (anti-m) was tested with m+n-, m+n+ and m- reagent red cells form panocell-20, lot 28324. Weak reactivity exhibiting dosage was observed at immediate spin testing. Strong reactivity was observed after a 15-minute room temperature incubation . Sample 0290720 (anti-fya) was tested with fy (a+b-), fy (a+b+) and fy (a-) reagent red cells from panocell-20, lot 28324, and hemantigen (pooled cells). Very weak reactivity was observed. The direction circular for capture-r ready-screen (pooled cells) states "some igm antibodies have been found to link indicator red cells to immobilized red blood cell monolayers by binding to antigens on both. Thus, examples of anti-m, -lea, -leb, -p1, etc. That are detected in capture-r tests should not be assumed to contain an igg component without further study. These specificities are regarded as insignificant in most clinical situations. Examples of these antibodies detected in capture-r tests are not necessarily more significant than examples that fail to react. Specificities of presumed significance, that are wholly igm in nature (i.e., igm anti-k or igm anti-e) may fail to react in this assay, and "antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors."